Event description:
It was reported, the pt was at the clinic for a routine refill, but the hcp was unable to access the reservoir. X-rays on (B) (6) 2010, showed the pump was flipped and the catheter was fractured. The pump and catheter were replaced on (B) (6) 2010. The pt experienced no symptoms or injury per the hcp. The drug in the pump was infumorph 200.

Manufacturer narrative:
(B) (4). The device has been returned to the MFR for analysis which is not completed as of the date of this report. A follow-up report will be sent when the analysis is complete.